Manufacturer narrative:
Complaint conclusion: post deployment of an exoseal device for vascular closure post a diagnostic angiogram, the patient developed a small hematoma (less than 5cm). The hematoma was successfully treated with manual compression. In the evening, the patient was diagnosed with a pseudoaneurysm and treatment was conducted at another facility. The patient¿s height and weight are unknown. The patient was not anti-coagulated during the diagnostic angiogram. Artery suitability was verified with angiography before exoseal deployment. The vessel was greater than 5mm. There was no visible plaque at puncture sight. The puncture was described as "crunchy". No treatment was previously performed on the groin. There was no evidence of haematoma, fistula or pseudoaneurysm prior to exoseal. A retrograde puncture was used. A 6f non-cordis sheath was used with the exoseal. Two minutes after the use of the exoseal vascular closure device, the patient developed a hematoma. Manual pressure was conducted for ten minutes and then the patient was ¿supported for a further twenty minutes whilst lying flat¿. Groin observed, fine and soft, patient sat up at forty five degrees for one hour and mobilized without issue. The patient had a trans-esophageal echocardiogram in the afternoon (four hours post angiogram). This patient remained quite distressed throughout the procedure and was hypertensive (190/110). The patient returned to recovery to rest for 45 minutes and was discharged later that afternoon at around 4pm. Then, the patient was admitted at 10.50pm with a post angio hematoma to the right groin. He had an ultrasound which showed a pseudoaneurysm arising from the right common femoral artery has increased in size currently measuring 3.2 x 2 x 1.3cm, previously 2 x 1.6 x 1.1cm. The neck is unchanged in size and the tract remains approximately 1cm in length. There is diffuse thickening of the subcutaneous tissue but no hematoma is demonstrated. The patient was transferred to another facility for further unknown treatment. At this time there is no information available regarding the patient¿s outcome. The physician has achieved certification on the use of the exoseal device and had used the device approximately 80 times prior to this procedure. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. After a needle is inserted into the femoral artery (as is done during a cardiac cath, for example), there can be bleeding from the puncture hole. If blood leaks out of the hole after the needle is removed, a collection of blood can form in the soft tissues of the leg. This is called a hematoma. Usually, this hematoma solidifies into a jelly-like consistency and eventually, the body re-absorbs the clot and the hole in the artery heals completely. If however, the hematoma (which is clotted blood) liquefies, and the hole in the artery doesn¿t close up and heal, there can be persistent flow of blood from the artery, through the puncture hole in the artery and into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm¿ however, because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. For this reason the sac is not a ¿true¿ aneurysm but is rather called a false (¿pseudo) aneurysm. Access site hematomas/pseudoaneurysms are procedural complications frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, post diagnostic angiogram, the patient developed a small hematoma (less than 5cm), became hypertensive and was diagnosed with a pseudoaneurysm requiring treatment. Two minutes after the use of an exoseal vascular closure device, the patient developed a hematoma. The area was pressed on for ten minutes and then the patient supported for a further twenty minutes whilst lying flat. Groin observed, fine and soft, patient sat up at forty five degrees for one hour and mobilized without issue. The patient¿s height and weight are unknown. The patient was not anti coagulated. Groin shot was taken and artery suitable for exoseal. The vessel was greater than 5mm. There was no visible plaque at puncture sight. The puncture was described as "crunchy." No treatment was previously performed on the groin. There was no evidence of haematoma, fistula or pseudoaneurysm prior to exoseal. A retrograde puncture was used. A 6f non-cordis sheath was used with the exoseal. The patient was called for an outpatient procedure, transesophageal echocardiogram (toe) in the afternoon (four hours post angiogram). This patient remained quite distressed throughout the procedure and was hypertensive (190/110). The patient returned to recovery to rest for 45 minutes and was discharged later that afternoon at around 4pm. Then, the patient was admitted to (B)(6), under the surgical team at 10.50pm with a post angio hematoma to the right groin. He had an ultrasound which showed a pseudoaneurysm arising from the right common femoral artery has increased in size currently measuring 3.2 x 2 x 1.3cm, previously 2 x 1.6 x 1.1cm. The neck is unchanged in size and the tract remains approximately 1cm in length. There is diffuse thickening of the subcutaneous tissue but no hematoma is demonstrated. The patient was transferred to st george's for further unknown treatment.

Manufacturer narrative:
At this time, we are unsure of the outcome as no further information from (B)(6). The physician has achieved certification on the use of the exoseal device and had used the device approximately 80 times prior to this procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This MDR report is being submitted as a correction. The complaint conclusion previously submitted states that a device history was performed. This information is incorrect. Therefore, this MDR report is being submitted as a correction with an amended complaint conclusion. Amended complaint conclusion: post deployment of an exoseal device for vascular closure post a diagnostic angiogram, the patient developed a small hematoma (less than 5cm). The hematoma was successfully treated with manual compression. In the evening, the patient was diagnosed with a pseudoaneurysm and treatment was conducted at another facility. The patient¿s height and weight are unknown. The patient was not anti-coagulated during the diagnostic angiogram. Artery suitability was verified with angiography before exoseal deployment. The vessel was greater than 5mm. There was no visible plaque at puncture sight. The puncture was described as "crunchy". No treatment was previously performed on the groin. There was no evidence of haematoma, fistula or pseudoaneurysm prior to exoseal. A retrograde puncture was used. A 6f non-cordis sheath was used with the exoseal. Two minutes after the use of the exoseal vascular closure device, the patient developed a hematoma. Manual pressure was conducted for ten minutes and then the patient was ¿supported for a further twenty minutes whilst lying flat¿. Groin observed, fine and soft, patient sat up at forty five degrees for one hour and mobilized without issue. The patient had a trans-esophageal echocardiogram in the afternoon (four hours post angiogram). This patient remained quite distressed throughout the procedure and was hypertensive (190/110). The patient returned to recovery to rest for 45 minutes and was discharged later that afternoon at around 4pm. Then, the patient was admitted at 10.50pm with a post angio hematoma to the right groin. He had an ultrasound which showed a pseudoaneurysm arising from the right common femoral artery has increased in size currently measuring 3.2 x 2 x 1.3cm, previously 2 x 1.6 x 1.1cm. The neck is unchanged in size and the tract remains approximately 1cm in length. There is diffuse thickening of the subcutaneous tissue but no hematoma is demonstrated. The patient was transferred to another facility for further unknown treatment. At this time there is no information available regarding the patient¿s outcome. The physician has achieved certification on the use of the exoseal device and had used the device approximately 80 times prior to this procedure. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. After a needle is inserted into the femoral artery (as is done during a cardiac cath, for example), there can be bleeding from the puncture hole. If blood leaks out of the hole after the needle is removed, a collection of blood can form in the soft tissues of the leg. This is called a hematoma. Usually, this hematoma solidifies into a jelly-like consistency and eventually, the body re-absorbs the clot and the hole in the artery heals completely. If however, the hematoma (which is clotted blood) liquefies, and the hole in the artery doesn¿t close up and heal, there can be persistent flow of blood from the artery, through the puncture hole in the artery and into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm¿ however, because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. For this reason the sac is not a ¿true¿ aneurysm but is rather called a false (¿pseudo) aneurysm. Access site hematomas/pseudoaneurysms are procedural complications frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. Without the product available for analysis and without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.